Event description:
A malfunction was reported by the customer, identified as malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump, assisted in the reset process, and confirmed the issue did not recur. The customer was informed to continue using the pump and to contact technical support if the malfunction occurs again.